Event description:
Provider states the group home states the quick release axles keep hitting the doorway and release the pins causing the tires to come off. Provider is replacing with a permanent axle. Provider also instructed the facility on how to use the equipment.